Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The mother reported via phone call that the o-rings would not move during reservoir insertion. The mother stated they were unable to move the o-ring with the plunger after filling the reservoir with insulin. The customer's blood glucose was unknown. The reservoir will not be returned for analysis.